Manufacturer narrative:
The cobas b 221 4 roche omni s4 system serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable potassium results from the cobas b 221 4 roche omni s4 system. The samples were repeated after the customer cleaned the analyzer. Patient 1 initial result was 10.84 mmol/l, and the repeat result was 4.63 mmol/l. Patient 2 initial result was 6.82 mmol/l, and the repeat result was 3.8 mmol/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The investigation determined that the event was consistent with a preanalytical issue at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. A review of the provided calibration, qc, and analyzer data did not indicate any issues. There is no evidence to suggest a malfunction of the device.